Event description:
This gentleman was admitted with obstructive ureteral colic. CT scan revealed an 11 mm stone in the ureter. The patient had this stone broken up by laser. When the urologist was retrieving a stone fragment with the ureteroscope, the interior lining of the patient's ureter tore away and was extracted by the scope.